Manufacturer narrative:
Additional information provided on the patient profile form (ppf) indicated an, other, unspecified, failure mode; fear that the filter will move and cause death. The patient is also reported to be experiencing mood swings, difficulty concentrating, loss of focus, depression, anxiety, pain, suffering, and fear that the implant has moved or will move and cause injury or death. Information provided in the medical records indicated that the filter was placed due to recurrent deep vein thrombosis (dvt) and the patient was high risk status due to multiple co-morbid conditions. The filter was deployed infrarenal and there were no periprocedural complications. Approximately twenty-eight months later a lumbar spine x-rays were performed for complaints of back pain. There was no acute fracture or dislocation noted and the filter was noted to be in place. Approximately three years and four months post implant the patient was admitted to the hospital after falling and fracturing the right hip. The patient¿s medical history is noted to be end stage renal disease on hemodialysis, sleep apnea, hypertension, congestive heart failure, obesity, chronic obstructive pulmonary disease, glaucoma, osteoarthritis, thrombocytopenia, anemia, pacemaker insertion and type 2 diabetes. The patient underwent surgical repair of the hip and then went into respiratory distress post-operatively and was transferred to the intensive care unit. The patient developed sepsis inflammatory response syndrome (sirs)induced respiratory, was administered antibiotics and intubated. The patient condition eventually improved, was extubated and transferred to a long-term care facility. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent a placement of a optease retrievable vena cava filter for the treatment of deep venous thrombosis (dvt). The device in the patient was positively identified on medical records. On or about two years post implant, the patient was told that her filter had migrated to the stomach region. The patient is also reported to be experiencing mood swings, difficulty concentrating, loss of focus, depression, anxiety, pain, suffering, and fear that the implant has moved or will move and cause injury or death. Information provided in the medical records indicated that the filter was placed due to recurrent deep vein thrombosis (dvt) and the patient was high risk status due to multiple co-morbid conditions. The filter was deployed infrarenal and there were no periprocedural complications. Approximately twenty-eight months later a lumbar spine x-rays were performed for complaints of back pain. There was no acute fracture or dislocation noted and the filter was noted to be in place. Approximately three years and four months post implant the patient was admitted to the hospital after falling and fracturing the right hip. The patient¿s medical history is noted to be end stage renal disease on hemodialysis, sleep apnea, hypertension, congestive heart failure, obesity, chronic obstructive pulmonary disease, glaucoma, osteoarthritis, thrombocytopenia, anemia, pacemaker insertion and type 2 diabetes. The patient underwent surgical repair of the hip and then went into respiratory distress post-operatively and was transferred to the intensive care unit. The patient developed sepsis inflammatory response syndrome (sirs)induced respiratory, was administered antibiotics and intubated. The patient condition eventually improved, was extubated and transferred to a long-term care facility. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films or post implant images to review the reported filter migration could not be confirmed. The characteristics of the vessel, caliber and tortuosity have not been provided. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Anxiety, depression and mood swings do not represent a device malfunction and may be related to underlying specific patient issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient on or about underwent a surgical procedure to implant an optease retrievable vena cava filter for the treatment of deep venous thrombosis (dvt). The device in the patient was positively identified on medical records. On or about two years after implantation, the patient was told that her filter had migrated to the stomach region. As of the present, the patient is still implanted with the optease filter, which is known to be dangerous and cause serious side effects. As the result of the optease filter¿s installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant an optease retrievable vena cava filter for the treatment of deep venous thrombosis (dvt). The device in the patient was positively identified on medical records. On or about sometime in 2016, the patient was told that her filter had migrated to the stomach region. As of the present, the patient is still implanted with the optease filter, which is known to be dangerous and cause serious side effects. As the result of the optease filter¿s installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses.